Event description:
Reported false positive flu a result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was confirmed negative by an alternate testing method (method not provided). 2 additional patient events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.